Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event. Infection unspecified infection adverse event without identified device or use problem known inherent risk of device not accessible for testing no findings available device revision or replacement